Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their bipap device. The patient alleges to have nodules on lungs, kidney disease, non-alcoholic cirrhosis, dry mouth syndrome. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused nodules on lungs, kidney disease, non-alcoholic cirrhosis and dry mouth syndrome while using this device. The patient did not report to receive medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.